Event description:
The customer reported that following a vaginal hysterectomy the patient developed sepsis. The patient returned to the o.r. And it was then noted that there was a small bowel perforation.